Event description:
(B)(6)2023 integrum received a report form stating that axor ii i6202 has fallen off the abutment and caused the patient to fall. No injuries to the patient. Manufacturing investigation performed, no deviations, the unit has been manufactured according to specifications. (B)(6)2023technical investigation performed of unit i6202. During the investigation, the unit was found dirty and worn, and the clamps showed signs of damage: marked and indented. The cpo has informed integrum that the customer has purchased a new unit, and do not wish for i6202 to be repaired. A feedback report will be provided highlighting the importance of cleaning and donning the axor ii according to the IFU.

Event description:
On (B)(6) 2023: integrum received a report form stating that axor ii i6202 has fallen off the abutment and caused the patient to fall. No injuries to the patient. The unit has not yet been received at integrum for technical investigation. Manufacturing investigation performed, no deviations, the unit has been manufactured according to specifications.